Event description:
It was reported that pt underwent total hip arthroplasty in 2004. During subsequent follow-up, radiographs noted fragment around cup shell component. Additional procedure to remove fragment was performed in 2005. Fragment was identified to originate from the acetabular insertion tool.